Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed a possible infection at their ipg site. Cultures were taken, however the results are unknown. As a result, the patient underwent preventative infection treatments. Follow up revealed that the treatments have been working and no surgical intervention is planned at this time.